Event description:
It was reported to covidien that the unit could not display the spo2 and heart rate value correctly and resulted in the actual value to not be recognizable. There was no pt involved.

Manufacturer narrative:
Covidien service verified the missing segments report. The front pcb was replaced. The manufacture date is unk from the serial number provided. (B)(4).